Event description:
Additional information was reported that the patient was revised due to increased pain and metal ion levels. During the revision, pseudocapsule approximately one inch thick with cloudy fluid, synovitis, and blackened trunnion corrosion was noted. The head was exchanged without complication.

Manufacturer narrative:
(B)(4). D11: item #6202-52-22 tm shell lot 61776474. Item #6310-50-32 longevity liner elevated rim lot 61730033. Item #8018-32-03 versys femoral head lot #61542836. Item #6250-65-30 bone screw lot 61760801. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2019 - 00563.

Manufacturer narrative:
(B)(4). Concomitant medical products: item# unknown unknown liner lot# unknown; item# unknown unknown stem lot# unknown; item# unknown unknown cup lot# unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent revision approximately six years post initial implantation due to unknown reason. Attempts were made to obtain additional information; however, none was available.

Event description:
No addition event information to report at this time.

Manufacturer narrative:
Reported event was confirmed by review of medical records noting patient to have elevated metal ion levels and synovitis found on an MRI. During the revision procedure thick capsule with cloudy fluid was observed along with corrosion on the taper. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.